Event description:
It was reported that during npwt utilizing a renasys touch, the device was working, but there was no negative pressure. In addition, the working device was powered off. The problem was solved by exchanging the device and canister. There was no patient harm. No delay was reported.

Manufacturer narrative:
The device, was used in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection showed the power entry cable was damaged. Functional inspection was performed and showed the pcb was defective. Root cause is a defective component. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.